Manufacturer narrative:
Sections b5 and h6: additional information.

Event description:
It was reported that the patient was seen in clinic with known elevated ldh. Patient was on dialysis and had recurrent nose bleeds this week. During the analysis, the log file showed three power elevations above 10 watts associated with pi events. In addition, there was a low battery hazard alarm on (B)(6) 2019, which was resolved when a fully charged battery was installed.

Manufacturer narrative:
Patient gender was not provided; it will be added in a supplemental report. Patient weight was not provided, but requested. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was admitted on (B)(6) 2019 with elevated lactate dehydrogenase (ldh) and abscess near ventricular assist device (vad). No drainage from driveline exit site. The log file analysis showed a few power elevations. There were no other unusual events recorded in the log file. The mcs equipment was operating as intended. Patient with probable thrombus. Higher powers and flows for brief period. The log file showed power and flow trending upward with pulsatility index (pi) trending downward.log file received on 21oct2019 for review. Patient was admitted with elevated ldh, on bivalirudin. The log file showed a trend of an increase in both power and flow with a decrease in pi. The mcs equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, evaluation of the submitted log file confirmed the reported elevations in power and flow and low voltage hazard alarms. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 11.7 watts recorded between (B)(6) 2019. Most of these elevations appeared to be associated with pi events. Also, on (B)(6) 2019 beginning at 9:49 am, 2 low voltage hazards alarms were recorded when the battery depleted to hazardous levels. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. Multiple attempts for additional information were made and no further detail was provided. The hmii lvas IFU lists device thrombosis, bleeding, and (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in this IFU. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Finally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines the recommended anticoagulation therapy and inr range. Additionally, the hmii lvas IFU provides important information regarding the heartmate batteries, including ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. In section 4.1.2 "warnings - patient/system management issues", the IFU explicitly states that completely depleting the battery charge when operating on batteries will cause the pump to stop. The heartmate ii lvas patient handbook warns the patient to always connect to ac electrical power through the power module for sleep or when anticipating sleep and to use battery power only when awake and able to respond to system alerts and alarms. No further information was provided. The manufacturer is closing the file on this event.